Manufacturer narrative:
(B)(4). Date of initial report : 05/27/2015. Date of follow-up report: 07/29/2015. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during a laparoscopic procedure, the forcetriad¿s bipolar power settings were changed and the bipolar forceps continued to activate after the footpedal was pressed. The unit was not set in autobipolar mode. The forceps were connected to the unit using an erbe adapter and cable. The or staff was instructed by the sites technician not to use the erbe accessories. The generator was sent to local service center for evaluation. No patient injury was reported.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.